Manufacturer narrative:
(B)(4). Investigation summary: it was reported that: would not fire. The analysis results found that the ats45 device was received with no apparent damaged and with two tr45w reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/2 and with the reload lockout spring normal. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a total abdominal hysterectomy, on the first fire the staples did not deploy. A second like device was tried and on the first fire no staples deployed. The procedure was completed with ligation and suture. No patient consequences were reported.